Manufacturer narrative:
B4:11may2021. The field service engineer (fse) duplicated the reported issue and it was confirmed in the diagnostic error report (drpt). The fse replaced the power switch overlay to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported that a message indicating "check vent: alarm led failed" was appearing. The unit was in clinical use, but there was no patient harm.